Manufacturer narrative:
The initial MDR 2432235-2017-00164 was filed on march 6, 2017. Additional information (03/17/2017): a siemens customer service engineer (cse) was dispatched to the site. The cse checked the instrument and ensured that tests, checks, inspections and/or repairs had been performed in accordance with the specific service task. The customer replaced the vial of the estradiol sample diluent and repeated the dilutions. The customer did not observe a discrepancy between the on-board and manual dilutions. The discordant diluted estradiol results may have been caused due to handling or storage of the sample diluent. The customer is able to run controls and patient samples on the immulite 2000 xpi estradiol assay without further concern. The instrument is functioning properly based upon completion of the specific service task undertaken by siemens. Based on the available information, immulite 2000 xpi estradiol lot 382 is performing as intended. The cause of the discordant estradiol results is unknown. No further evaluation of the device is required.

Manufacturer narrative:
The siemens customer care center (ccc) specialist remotely confirmed that there was no issue with the adjustment of the assay and that the quality control materials recovered within range. The customer did not have any issues with estradiol results from samples that did not require a dilution. The cause of the falsely elevated estradiol results with kit lot 382 is unknown. Siemens is investigating the issue.

Event description:
Falsely elevated estradiol results were obtained on an immulite 2000 xpi instrument, while using kit lot 382. The falsely elevated results were generated on patient samples that went through an on-board dilution. The results were reported to physician(s) who questioned them. Fertility patients cancelled their ivf cycles due to the discordant estradiol results.